Manufacturer narrative:
Follow-up #1: date of submission 7/14/15 device evaluation: the device has been returned and evaluated by product analysis on 06/25/2015 with the following findings:.battery compartment cracked on threads above the pad, pump case damaged cracked between the display lens and the keypad lower right side, investigation completed with returned battery cap.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).